Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: the liberte-veriflex device was received with a partially loaded product mandrel and the stent protector which is placed in final packaging, indicating they were removed and replaced some time after unpackaging. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to (B)(6) (inflation) pressure. There was a stent strut bent in the third row from the proximal end of the stent. There was distal tip damage. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).